Event description:
It was reported by the risk mgr that the device was used in a laparoscopic cholecyctectomy. Unk how the case was completed. The surgeon was able to stabilize the pt and there were no further complications.